Manufacturer narrative:
Product not yet evaluated. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 88-100mg/dl fasting. Verified the strips expire 03/17/2018. Customer confirms the strips are stored in the kitchen and was first opened (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with a defect found. Low results reported. The investigation revealed the root cause of this malfunction was due to foreign material on strip connector (blood like substance). Additional product codes added.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 88-100mg/dl fasting. Verified the strips expire 03/17/2018. Customer confirms the strips are stored in the kitchen and was first opened (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.